Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device history record review and device evaluation. The device was returned for evaluation. The returned na-u403sx-4019 single use aspiration needle lot # fr837490 was evaluated due to the reported ¿¿the tip of the interior metal needle and the tip of the exterior plastic/rubber sheath broke off in the patient's lung¿ issue. Upon inspection of the received device the user's complaint was confirmed "the tip of the interior metal needle and the tip of the exterior plastic/rubber sheath broke off in the patient's lung." The pebax coating, "tip of the exterior plastic/rubber sheath", was damaged and separated approximately 1 inch from the distal tip. Additionally, the laser cut hypotube (lch), "the tip of the interior metal needle", was ejected out of the sheath. Both the pebax fragment and the lch were returned along with the device. No material appears to be missing. The lch was cleaned with enzymatic detergent and inspected under magnification. No damage to the lch was noted during inspection. The outer sheath was also inspected, aside from the damage near the distal tip as a result of the ejected lch, no additional damage was noted, the insertion portion of the outer sheath was free from knicks and kinks. The handle was intact, and the depth setter and locking mechanism functioned as designed. The dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of (B)(4) units were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. Based upon evaluation of the returned device and review of production documentation, the root cause of the reported failure cannot be determined.

Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause for the reported event cannot be determined. Upon receipt of the device, an evaluation will be performed and a supplemental report will be submitted.

Event description:
The service center received a report (medwatch (B)(4)) on december 18, 2019 and substantiated by the reporting facility on (B)(6) 2020 that a vizi shot 2 flex aspiration, 19-gauge, needle (na-u403sx-4019), lot number 837490, broke into two pieces during a fine needle biopsy of pulmonary nodules with endobronchial ultrasound. The needles (21 and 19 gauge) and olympus uc 180f endoscope were all inspected prior to the procedure and no abnormalities were observed. The physician began the procedure with a 21-gauge needle but changed to the 19 gauge in an effort to collect a better specimen due to the fibrotic nature of the nodes. It was reported that the pulmonary nodules were very hard, and it is unknown the exact time of malfunction except that the reported event occurred in the middle of the procedure. It was reported the following nodes were biopsied prior to discovery: r4 and subcarinal. Each nodule had six passes each with the needle. The healthcare provider was performing an inter-nodal biopsy of the lung, when the tip of the interior metal needle and the tip of the exterior plastic/rubber sheath broke off into the patient's lung. The needle was guided by ultrasound. The physician did report that there was a change in force of handle deployment or resistance than normally felt, when the sliding the device. The physician was able to observe under ultrasound, the needle moving but not the sheath. It was also noted, that under endoscopic view there no excessive sheath movement. The physician did not note any odd sound when expelling the sample onto the specimen dish. After seeing the pieces in the lung, the device was inspected and it was noted that pieces were missing. The healthcare provider was uncomfortable removing the items from the patient and a thoracic surgeon was called in to retrieve the broken pieces endoscopically. There were two pieces retrieved from the lung. Upon removal the device was sent to safety. It was reported the patient had a chest x-ray and a prolonged post -surgical observation of greater than 5 hours, more than a normal outpatient procedure. It was also reported there were no repercussions to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation through the photos that were provided of the actual device by the user facility, and the review of the device history records (DHR). Please see updated sections: g4, g7, h2, h3, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. A total of 350 units were manufactured under this lot number with no associated non-conformities, reported scrap, or recorded process deviations relating to the reported failure. The actual single use aspiration needle (model na-u403sx-4019), lot number fr837490, has not been returned to the service center for evaluation for the two pieces of the interior of the needle which broke off. The user facility provided photos of the actual device of the reported incident and the initial evaluation was performed. A visual inspection of the photos of the device, observed that both the laser-cut hypotube (described by the user facility as the ¿tip of the interior metal needle¿) and a portion of the pebax covering (described as the ¿exterior plastic/rubber sheath¿) was detached. It was surmised that the most likely loss of integrity in the pebax layer led to the ejection of the laser-cut hypotube. It was also observed that the proximal end of the detached pebax appeared to have buckled, bunching up on itself. This increased diameter as a result of the damage would then allow the laser-cut hypotube to be ejected as the needle advanced. Based on the limited information at this time, the root cause of the initial pebax failure cannot be determined. If the device is returned to the service center for evaluation, a supplemental report will be submitted upon completion of the investigation.